Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had infusion issues. It was reported that the linezolid was a secondary running at 300ml/hr. The clamp was definitely unclamped, was checked multiple times, plus nothing would have ran out of the bag if it was clamped. The patient was lying in bed and the difference between the primary and secondary bags was as far as it could possibly be. Notes that when linezolid was infused as a secondary, 600 mg, 300 ml/hr to run for an hour. Still had 100 ml left after infusion. States that it took 1.5 hr to finish infusion. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.